Event description:
It was reported when the patient presented for a follow-up, episodes of inappropriate auto-mode switching due to far r-wave oversensing were observed via egm. The recommended programming change was made. The patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).